Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number was reported by the site as illegible. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement interbody inserter capstone & clydesdale shipped to site. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The returned part is very worn. The weld of the shaft to the handle is cracked all around. Otherwise, the instrument is in good working condition. A new instrument was sent to the site for issue resolution.

Manufacturer narrative:
Lot number and device manufacture date provided.

Event description:
A medtronic representative received a report that a site's transforaminal lumbar interbody fusion (tlif) / direct lateral interbody fusion (dlif) inserter cage holder solder had come apart at it's insertion with the tracker. The site sterilization department informed the site head nurse about the issue. No further details regarding the damage, or how it occurred, were provided. It is unknown if the damaged occurred during sterilization process or during a procedure. There was no patient present when this issue was identified.